Event description:
It was reported that during device change-out due to normal eri, noise was observed. The device was changed to see if the noise was lead or device related. The device was not implanted and was replaced. No further information is available.

Manufacturer narrative:
(B)(4). The reported noise was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. (B)(4).